Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Surgical intervention was performed. Upon opening the pocket the physician visually confirmed lead body damage and chose to explant the lead.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital complaining of fatigue and dizziness. The patient¿s heart rate was in the 30's and there was evidence of loss of capture (loc) due to high threshold measurements. An x-ray confirmed that the rv lead had dislodged. The outputs were increased and the patient was hospitalized pending surgical intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted electrocautery damage (melted insulation) in several places on the lead with blood/body fluids noted in the lead lumen due to the damage. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the clinical observations of dislodgement or loc due to high thresholds however analysis did confirmed the lead body damage was induced during the explant procedure.